Manufacturer narrative:
(B)(4) - irregular heart beat. Per quality control specification, this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The utlm catheter was returned in a used and damaged condition. The wire guide was not returned. Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. We will continue to monitor for similar complaints. The appropriate internal persons have been notified of this failure. Insufficient risk per risk specification.

Event description:
The initial info provided to the MFR stated that with the changing of zvk wire, it was difficult to remove, bent, got stuck, then ripped off. It was stated the device did not come in contact with the pt. The MFR became aware of additional info on (B)(6) 2010, which stated: the physician reported that during a regular insertion with a new puncture and placement of a wire guide, an attempt was made to exchange a standard cvc (brand unk) over the spectrum wire guide in order to place the spectrum afterwards. After removing the standard cvc over the wire guide and the insertion of the spectrum, the wire guide became stuck in the spectrum cvc. The physician pulled hard and the wire guide kinked and ripped off. Difficulties were experienced in removing the cvc and the pt suffered an "unregular" heart frequency, which lead to "animation" of the vital functions. The condition of the pt is now stable.